Event description:
I was implanted with essure birth control in 2016. In (B)(6) 2025 I had intercourse which was painful and bloody. I just discovered the reason is because my essure implants have migrated to my cervix. I'm scheduled with a surgeon consultation next week. I can only assume that I'll have to get a full hysterectomy now.